Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during pumping. The customers blood glucose was 81 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.